Manufacturer narrative:
A steris service technician arrived onsite to inspect the 5085 surgical table and was able to duplicate the reported event by pushing on the table top. When applying force, the table top began to slide and the technician heard a noise from within the table. The user facility did not allow the technician to disassemble the table to inspect the slide mechanism and removed the table from service. Based on the technician's observations, the slide mechanism requires repairs. The table is not under steris service agreement; the user facility is responsible for all maintenance activities. The user facility is internally evaluating the table to determine if it will be repaired or removed from service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the 5085 surgical table was in trendelenburg position when the table top began to slide in a downward direction. No report of injury.